Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The reported inflation issue and leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation has determined that the reported leak is not related to a potential product quality issue as the occurrence rate is within the acceptable range of the risk assessment. H6: results code 170 removed, conclusion code 23 removed. H10: additional manufacturer narrative updated.

Manufacturer narrative:
Exemption number e2019001. Visual and functional inspection was performed on the returned device. The reported inflation issue and leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported inflation issue and leak appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Na.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified, mildly tortuous superficial femoral artery (sfa). Reportedly, all steps for preparation of the 5 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter were performed per the instructions for use. The catheter was advanced to the lesion and positioned; however, the balloon would not inflate and a leak was noted at the hub. The device was removed and a 5 x 60 mm armada 35 pta catheter was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.